Event description:
On (B)(6) 2012 the patient contacted the animas corporation and reported the ok button had been sticking and had delayed response for about a month. The patient stated that the keypad began to peel after the button issue started. The patient stated the ok and backlight buttons were exposed. The patient reportedly wore the pump in a pocket and did not clean it. The patient denied any trauma to the pump and claimed it was not exposed to moisture. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.